Manufacturer narrative:
D4 - primary UDI number: corrected. D4 - model #: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was a delaminated downstream occlusion (dso) seal. The event history log (ehl) was reviewed. The occlusion alarm was noted and confirmed in the ehl as stated by the complainant. The dso test was performed, and it was found that the result was out of specifications. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a delaminated dso seal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cadd-solis vip pump was ringing in occlusion, which is a high-priority alarm that will interrupt the infusion process if displayed during use. There was no patient involvement.